Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery in this device was depleting prematurely. Noise on both the right atrial (ra) and right ventricular (rv) channels was also noted. A boston scientific technical services (ts) recommended device replacement and noted that the noise appeared to be lead-on-lead noise. No adverse patient effects were reported. Records indicate that this device remains implanted.